Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils. During the procedure, the physician was able to successfully deploy and detach two ruby coils. While deploying the third ruby coil, the physician retracted the microcatheter and the ruby coil migrated. The physician was unable to advance the ruby coil using the pusher wire. The physician attempted to retract the ruby coil and it fractured and migrated down the aorta to the iliac artery. The physician used a snare device and an alligator snare device to retrieve the ruby coil, but was unsuccessful. The physician decided to leave the detached ruby coil in the patient. The patient's vitals were stable and the patient was well.